Event description:
Patient had order for a pre- and post-void bladder scan. Pre-void bladder scan showed 213 ml of urine. Post-void bladder scan showed anywhere from 0-745 ml of urine. Second nurse utilized scanner to check and was also getting many different results with bladder scanner. Obtained clinic bladder scanner which showed 0 ml of urine in bladder post void. Unable to accurately assess pre/post-void volume.